Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump did not activate though he had low blood glucose of 35 mg/dl. The customer stated that he received a sensor glucose reading of 71 mg/dl when the actual blood glucose level was 50 mg/dl. Troubleshooting was done. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.